Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle on a 18 g x 1.16 in. Bd insyte¿ autoguard¿ bc shielded IV catheter did not retract completely after pressing the button that releases the spring. There was no report of medical intervention or serious injury.

Manufacturer narrative:
A DHR was performed and revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. The review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated. Bd received one used 18g bd insyte autoguard bc unit from lot 6334895. The unit consisted of the needle/hub assembly which was partially retracted within the safety shield (barrel). The button was completely depressed. There were traces of dried media and a piece of tape strip adhered to the outer barrel. Upon visual/microscopic examination, the spring was observed to be bound at the bottom which prohibited a full needle retraction and detained the spring from fully releasing to at the top within the grip area. The bound spring was the cause of the needle retraction failure which resulted from manufacturing. Functional testing was performed for needle retraction failure, which revealed the spring remained bound when depressing the activation button. The button completely depressed and the needle fully retracted, observed the spring was no longer bound, and evidence of retraction failure resulting from bound spring which is manufacturing process related. Conclusions: confirmation of needle retraction failure, as stated in the pr, was conclusive with the used unit provided for this incident. Confirmed the used unit revealed to have the button completely depressed, the needle partially retracted, and bound spring. The bound spring was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.